Event description:
Boston scientific received information that the patient with this right atrial (ra) lead did not have any atrial capture post by-pass heart surgery. A local area sales representative reported that all of the measurements were within normal ranges and that a x-ray displayed no lead issues. As a result of the ra lead loss of capture, an invasive revision procedure was performed. During this procedure, the ra lead was surgically abandoned and another lead was successfully implanted in the atrium. There was no report of adverse patient effects during this procedure.

Manufacturer narrative:
All available information indicates that the lead was abandoned surgically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.